Manufacturer narrative:
A DHR review was performed on product code bvt808030, lot# 551620, which was manufactured in november 2012 and the expiration date is november 2014. This lot was 100% visually inspected with no defects detected.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was performed via popliteal access. Mid-procedure the proximal balloon leaked. Investigation of the returned balloon found a rupture near the distal ro marker of the proximal balloon.